Event description:
Customer reported that the transmitter was not blinking when connected to the sensor. It was noted that the sensor was slightly curved at the end. Customer's blood glucose reading at the time of the call was 440 mg/dl and has treated with the insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.